Event description:
The customer contacted beckman coulter, inc (bec) to report a burning smell and a power supply error from their synchron lx20 pro chemistry analyzer. There was no impact to pt sample results or pt treatment associated with this event. The customer reported powering down the analyzer after observing the burning smell and power supply error. There was no report of exposure or injury to the customer. It is unk if the material safety data sheet (msds) was reviewed. It is unk if the facility has a risk management plan in place.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced the power supply and verified repairs per established procedure. While a definitive root cause for this event is unk, it is likely that normal wear and tear may be attributable to this event. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events.